Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error 808:06. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of a colleague infusion pump with failure code 808:06 was confirmed in the pump's event history. The root cause of this condition was assigned to a defective pump head module. The pump head module and gasket was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.